Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged with the wall adapter despite trying multiple power sources. The customer attempted another adapter and the pump started charging. The customer's blood glucose (bg) level was 314 mg/dl. The customer administered a correction bolus via the pump. A replacement wall adapter was sent to the customer. In addition the customer reported elevated bg level later that morning (323 mg/dl). The customer administered a correction bolus via the pump. System check with tandem technical support indicated that the pump was operating as expected. Recommendation was made to consult with health care provider to discuss bg issues. Follow up determined that the customer's bg level had lowered to 220s (mg/dl).